Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There is no evidence to suggest a request was made to have data from this device analyzed. Reportedly, the patient refuses to have a device replacement procedure performed. It was enquired if the device beeping could be deactivated for alerts triggered by code 1003, however, technical services (ts) discussed the beeping tones can not be deactivated for this device. The serial number of this ICD is not available at this time. The device remains in service. No adverse patient effects were reported.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003 indicative of battery voltage too low for the projected remaining capacity. There is no evidence to suggest a request was made to have data from this device analyzed. Reportedly, the patient refuses to have a device replacement procedure performed. It was enquired if the device beeping could be deactivated for alerts triggered by code 1003, however, technical services (ts) discussed the beeping tones can not be deactivated for this device. The serial number of this ICD is not available at this time. The device remains in service. No adverse patient effects were reported. The serial number of the device was provided.

Manufacturer narrative:
Further investigation found this event was previously reported. See report number 2124215-2022-10205.